Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the posterior tibial artery. Upon the first inflation, the 1.5mm x 20mm x 142cm sterling balloon ruptured at 8atms. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as good.

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the posterior tibial artery. Upon the first inflation, the 1.5mm x 20mm x 142cm sterling balloon ruptured at 8atms. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned sterling balloon revealed some contrast in the inflation lumen. Inspection of the balloon revealed a pinhole located in the balloon material on the distal edge of the markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).